Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas alleging a casing/condition issue. The reporter stated that they were unsure about whether the pump had a chip in the paint or a crack in the pump case and stated that the patient was unable to properly secure the battery cap. No additional information was available. There was no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved.